Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, for over a week, he has been having low blood glucose lately of 50 mg/dl. The customer was unable to troubleshoot as he was on a bike and not at home, although he mentioned that the drive support cap was normal. He indicated that there have been no significant changes to the pump or set at all and will call back.